Event description:
Date of implant: unknown. Damaged optic after implantation. The doctor noticed the optic edge was chipped off just after iol insertion. Patient condition: no clinical signs, symptoms or conditions.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Optic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Regarding manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product complaint investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: d9 device evaluated corrected to yes. Additional information: d9 added date of return. G6 type of report noted as follow-up #1. H2 type of follow-up noted for corrected information and additional information. H6 added codes for manufacturer's investigation: type; findings; and conclusion. Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Damaged pieces of the optic part of the iol were found near the slider in the injector. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 255) the exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Date of implant: unknown. Damaged optic after implantation. The doctor noticed the optic edge was chipped off just after iol insertion. Patient condition: no clinical signs, symptoms or conditions.